Event description:
After having a hernia repair surgery, I began having severe pain. It has been 1 1/2 years and I am still having pain that cannot be diagnosed. I have never felt this type of pain in my life! Diagnosis or reason for use: hernia repair.